Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be overdraining. According to the report the valve was removed and replaced on (B)(6) 2015. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.